Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011, the patient underwent: hardware removal l3-4 with exploration of lumbar fusion and takedown of pseudoarthrosis. L3-4 pedicle screw instrumentation. L3-4 revision posterior lateral fusion. Use of rhbmp-2/acs. Use of intraoperative fluoroscopy. Preoperative diagnosis: status post revision l3-4 fusion with subsequent pseudoarthrosis. Implants: seaspine pedicle screws, rhbmp-2/acs. Per-op notes: ¿I decorticated the outer edge of the facet joints, the transverse processes and the previous fusion mass. We placed abundant rhbmp-2 surrounding tricalcium phosphate in the lateral gutters for a posterior fusion. On the right side, I upsized the pedicle screws to 7.5mm. These had misch better purchase in the pedicle holes. These were connected to a rod.¿ on an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.